Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action nc2aty & nc4aty. Follow-up with healthcare provider found patient has recovered fine and no additional surgical issues.

Event description:
Healthcare provider reported patient was slow healing; developed ulcer; has been treated and appears to be recovering fine. Epi motors k306 and k245, and epi-k rings #89 and #98 to be returned and inspected. Healthcare provider did not keep epi-k seperator ref. 19390 and therefore will not be returned for evaluation.